Manufacturer narrative:
The previous reported event is no longer considered reportable. The device received was analyzed and there was no compromised sterility. There was inadequate labeling on the outer product box which is not a reportable event. The outer box was missing the label and there are no issues with sterility.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The product package (si avanti+ transrad kit 11cm) was not sealed, it was detected during (B)(4) warehouse inspection.